Manufacturer narrative:
A medwatch initial final report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. An initial report was not submitted or failed to pass submission for this event. The suspect medical device was not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened. Reviewed for egs - merit medical systems inc. 1600 west merit parkway. South jordan, ut 84095. 801-253-1600.

Event description:
The account alleges that a patient underwent a hiatial hernia repair [hh] and transoral incisionless fundoplication [ctif] procedure. A 60f bougie was used to streach the esophagus prior to hh repair. The patient returned to the hospital on an unknown date due to back pain and a fever. Following admittance, the pt received an egd with no noted issues on an unknown date, and CT scan with barium swallow on an unknown date. The pt was subsequently diagnosed with a leak from an unknown area with fluid collection being detected near the liver. The physician alleges that there is no evidence of perforation near the site of the tif. (B)(6) 2023, the physician placed a drain for fluid collection. The cause of the fluid collection is unknown. The device was discarded at the facility with no addition patient consequences to report.